Manufacturer narrative:
(B)(4). The customer reported an unexpected shutdown during use, the device shows a red x. No adverse pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unexpected shutdown during use, the device shows a red x. No adverse pt involvement was reported.